Event description:
It was reported the patient underwent a left knee revision 27 months post-implantation due to pain. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Concomitant medical products: oxf twin-peg cmntd fem xs PMA , item# 161467 , 492840, oxf uni tib tray sz aa lm PMA , item# 159531 , lot# 105880. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 -2022 -00384, 3002806535 -2022 -00386. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). Review of the device history records identified no deviations or anomalies during manufacturing. Devices are used for treatment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.